Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.